Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
While using a byte day aligners. Patient reported, that they still have and underbite, even though they are at the end of treatment. Patient provided video showing bite was not articulated correctly. And there is an open posterior left bite. Started patient on two-week rest period. And advised them to provide update, after the rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.